Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was noted to have broken cables. The procedure was completed with no report of patient harm, adverse outcome or injury. No fragment fell into the patient. The issue did not cause any delay.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.